Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the cable is twisted and system field intensity, transmit waveform, downlink sense and electromagnetic field immunity tests found out of specification; the rf head cable found out of electrical specification. Concomitant medical products: product ID: 2090aa, programmer. (B)(4).